Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the device had an error 42. This caused the tourniquet to lose pressure and a very small amount of bleed-through occurred into the surgical site. There were no adverse consequences to the pt and no surgical delay. A back-up device was used to complete the procedure.